Event description:
Occurrence of toxic shock syndrome. Procedure septoplasty. Surgery (B)(6) 2011. Pt discharged following day. Forty eight-hours post-op, pt admitted with abdominal pain, fever. Treated straight away for tss. Went to theatre same day for removal of one nasopore (other piece came out). Pt was treated with antibiotics and became stable.

Manufacturer narrative:
The products have not (yet) been received for investigation. If further info is obtained, a follow-up report will be submitted.